Manufacturer narrative:
The reported failure of the active exhalation purge valve test step is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm, and the device was not reported to be in patient use at the time the issue was identified. During evaluation at the manufacturer's service center, the device failed the active exhalation purge valve test step. Investigation determined that replacement of the active exhalation control module (aecm) was required to address the condition. The aecm was replaced. During servicing, the device's missing feet and cord retainer were also replaced. Review of the device event log did not identify any significant errors. Following completion of repairs and servicing, the device successfully passed all required testing.